Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial with moisture and residue/debris on product. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found that the returned lens did not meet original values measured at the time of manufacturing. H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. H6- method code 3331: device history record (DHR) review: the DHR review indicates that the product has not been manufactured within the established process parameters and that there is indication that the manufacturing and/or processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 -12.50d implantable collamer lens into the patient's left eye (os) on (B)(6) 2024. Product nonconformity observed; lens power difference suspected. Lens was exchanged on (B)(6) 2024 but problem was not resolved. Cause of event was reported as device; device did not fail to perform as intended.